Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) and the patient experienced stimulation. Fluoroscopy was performed and revealed that the lead had dislodged. The physician elected to leave the lead as is and program the device to vvi. The patient was not pacemaker dependent. No adverse patient effects were reported. This product remains implanted.